Event description:
New information reported stated that the ventricular lead exhibited noise on egms at a routine follow up. The noise could not be reproduced with isometrics or pocket manipulation. The noise has been intermittent over the last 12 months. The patient was asymptomatic, so the physician elected to continue to monitor the patient.

Event description:
It was reported that the right atrial lead could not be inserted in the pulse generator header. After using silicone oil the lead was inserted and was functioning normally.